Event description:
A single use holmium laser fiber accutrac 200 #840-411 was defected, when fiber was attached to laser, it would not work. The doctors needed to open another fiber which worked fine.